Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Eval description : the reported field event of noise was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the noise is believed to be a lead anomaly. (B)(4).

Event description:
It was reported that the device showed noise in both atrial and ventricular channels. The device and leads were explanted.